Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent dislodgement was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the unpacking of a xience prime device, when the mandrel was removed, the stent dislodged from the stent delivery system (sds) balloon. The device was not used on the patient. The procedure was successfully concluded by using another xience prime device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.